Event description:
Nim machine was reading too much feedback for the stim one cord. We could not get feedback fixed. Switched to different nim endotracheal tube and feedback went away.the blue wire on the nim endotracheal tube didn't give feedback to the nim machine. They had to remove the tube and re-trach the patient with a new tube. The new one worked fine.